Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that when the surgeon opened the sterile package, they noted that there were numerous fibrous strands all along the length of the drain. Another 2 drains were opened with the same issue, they were all from the same lot. Also stated that the surgery was briefly delayed. The patient was otherwise not impacted as a different brand of drain was used instead.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "no following to production areas cleaning procedures.". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the surgeon opened the sterile package, they noted that there were numerous fibrous strands all along the length of the drain. Another 2 drains were opened with the same issue, they were all from the same lot. Also stated that the surgery was briefly delayed. The patient was otherwise not impacted as a different brand of drain was used instead.